Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, noise, and oversensing, which resulted in the patient receiving inappropriate shocks. The lead was fractured, which was confirmed via fluoroscopy. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.